Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose (bg) level was impacted (242 mg/dl) the customer took a bolus to stabilize bg level.